Event description:
Boston scientific received information in (B)(6) 2008 that the patient, with this implantable cardioverter defibrillator (ICD), had experienced a syncopal episode. It was reported that the patient has had previous cardiogenic syncopal episodes; however, the patient's device this time did not deliver pacing pulses at a rate of 60ppm until the patient was down on the floor (pre-syncopal). The patient stated that they felt like they were doing a tilt table test where the blood pressure and heart rate dropped. The patient was to be evaluated by their physician. Subsequent information stated that prior to the patient's need for an ICD they had a pacemaker with sudden bradycardia response feature. During evaluation in the clinic, rate smoothing was reprogrammed with some other unspecified adjustments to attempt to minimize the patient cardiogenic syncope. There were not detections found on the ICD. The available information at that time suggested that the device remained in-service following reprogramming. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2013 due to normal battery depletion. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of elective replacement indicator (eri) associated with a monitoring voltage of 2.44 volts. Engineering calculations determined that this device met expected longevity. The device passed therapy verification testing. The device was put through and passed manual diagnostic testing that verified the performance of defibrillation, pacing and sensing functions of the device. The recorded pacing and shock impedances (post-testing) were within normal range. It was concluded that this device performed normally throughout laboratory testing.